Event description:
During a trinity total hip replacement, whilst tightening the 45mm screw into the 54mm cup the screw head went through the cup. The screw could not be removed and thus was left implanted.

Manufacturer narrative:
Per comp - (B)(4) initial report. Additional information including post-op x-ray, angulation being used at the time of screw insertion (was it in accordance with the trinity operative technique), whether corin / trinity instruments used to prepare the screw holes, whether the cup was fully impacted into the acetabulum prior to the insertion of any screws, whether the surgeon was satisfied with the outcome of the procedure and whether the patient will be called in for any additional follow-up, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During a trinity total hip replacement, whilst tightening the 45mm screw into the 54mm cup the screw head went through the cup. The screw could not be removed and thus was left implanted.

Manufacturer narrative:
Per comp - (B)(4) final report. Please note: the device lot codes in sections d.4 and d.10 have been corrected as they were originally reported incorrectly. Additional information including post-op x-ray, angulation being used at the time of screw insertion (was it in accordance with the trinity operative technique), whether corin / trinity instruments used to prepare the screw holes, whether the cup was fully impacted into the acetabulum prior to the insertion of any screws, whether the surgeon was satisfied with the outcome of the procedure and whether the patient will be called in for any additional follow-up, was requested in order to progress with the investigation of this event. Not all details could be provided, however, the reporter confirmed that trinity instruments were used as per the op tech. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Additionally, corin has not received any other reports for devices from these batches. Based on the available information, and without return of the parts for examination, no further investigation can be conducted and the root cause could not be confirmed. However, over angulation od the screw or over torquing could have contributed to this event. This case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.